Event description:
The affiliate reported the customer alleged an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) limit, for one patient involving access 2 immunoassay system. Subsequent testing of the patient's sample recovered a lower result within the normal reference interval. The elevated result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered the alignment to the reagent pack was not within specifications; all other alignments were acceptable. The fse verified the mixer speed and ultrasonics performance; no issues were noted. The fse performed routine system check, high sensitivity system check and a system clean; all testing passed within system's specifications. Post-service calibration and assay quality control (qc) results indicate the system was performing within specifications. The unit conformed to the manufacturer's published performance specifications. This medwatch report is related to MDR 2122870-2012-00584.